Event description:
The customer has reported that during a breast biopsy procedure ongoing blue cable error codes were occurring. The customer has reported that the cables are cracked and the internal cable is exposed. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The customer complaint has been confirmed. To correct the error code the blue rotational cable was replaced. After servicing the unit passed all qa inspections. The device history record has been reviewed via the database. Complaint info is trended on a regular basis to determine if further investigation is warranted.